Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: there were no issues observed in the pump¿s black box. No damage was found to the battery compartment. The pump was able to power on and was exercised for 24 hours with no power issues duplicated. Unrelated to the initial allegation, the display screen was dim and discolored.